Manufacturer narrative:
(B)(4): the customer reported that the therapy knob was not working, including that it intermittently did not work when turned to AED mode. There was no reported adverse patient impact. The device was evaluated by a philips field service engineer. The symptom was verified. The cause of the issue was localized to the optical switch assembly. The optical switch assembly was replaced to resolve the issue. The device passed all testing and was placed back into service. No further communication was requested and none is warranted.

Event description:
The customer reported that the AED mode button is intermittently working and the rotating knob is not working. There is no reported negative patient impact.